Event description:
Boston scientific received information that the patient with this pacemaker had a blunted heart rate response. It was noted that the patient was 90% atrial paced and mostly at 60 ppm. The health care professional (hcp) consulted with boston scientific technical services (ts) and there was discussion on how to make the sensor more responsive to activity, and reprogramming was done. The patient was seen in follow-up three months later and reported feeling anxious. The hcp thought that the rate response might be too aggressive. At the previous visit the minute ventilation portion of the sensor was activated and the hcp now wanted to turn that feature off. Ts agent discussed reprogramming details. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.